Manufacturer narrative:
The returned device was evaluated and customer's allegation was confirmed. The device evaluation found interference fringes in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head image had interference stripes. There were no reports of patient harm.